Event description:
The device failed to deploy. After verifying that he was using the correct deployement method, the physician decided to remove the device. However, the device was not easily removed and much force had to be used to extract the device. The physician noted the device to be intact after removal, but the patient sustained manual pressure hematoma.